Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6)2012, this 25mm trifecta valve was implanted in a patient with a known history of coronary artery disease. On (B)(6) 2017, a redo procedure was performed due to aortic insufficiency with pvl, cardiac decompensation and a stenotic circumflex coronary artery. The trifecta valve was explanted and a 29mm freestyle stentless valve was implanted.